Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that device check showed there was high threshold and no observed sensing in the atrium. It was noted there was confirmed fracture on the atrial lead. The device was reprogrammed to vvi mode. The physician will decide another day to conduct either adding a new a-lead or leaving the lead in vvi mode. No patient complications have been reported as a result of this event.